Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "porous-ingrowth revision acetabular implants secured with peripheral screws a minimum twelve-year follow-up" written by steven h. Weeden, md, and wayne g. Paprosky, md published by the journal of bone and joint surgery, incorporated 2006 was reviewed. The article's purpose was to assess a series of acetabular revisions involving the use of a porous-coated acetabular component that was stabilized with peripheral screws and to evaluate the results in relation to the acetabular bone deficiencies that were present at that time of the revision procedure. Data was compiled from 203 acetabular revisions performed between 1987 to 1991. Original implants are not identified. At time of revision, depuy acetabular cups were implanted along with 2 peripheral screws and poly liners with corresponding heads. Although the article does not identify manufacturer, it is assumed that the femoral head and stems were also depuy products. The article includes radiographic imaging (figure 2-a and 2-b) associated with describing surgical techniques. Depuy products utilized: arthropor and solution cups, peripheral screws, poly liner, femoral head, femoral stem adverse events: aseptic cup loosening (treated by revision) infection (treated by revision) migration of cup with radiographic evidence of screws "backing out" (treated by revision) dislocation (treated by closed reduction) hematomas (treated by drainage) deep vein thrombosis ("treated medically").

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.